Event description:
The strips are giving low readings. A pt, who was in a hosp, was being taught how to do her blood glucose readings. The pt was using the test strips and her meter, and got a reading of approx 150. A nurse in the lab used a lab strip and a lab meter and got a reading of 250. The nurse decided to test the pt's blood glucose using a lab strip and the pt's device and received a reading of 250.